Event description:
It was reported that the heartmate touch communication system would not turn on or charge, and multiple chargers were tried.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the heartmate touch tablet not powering on or charging was confirmed during evaluation of the returned tablet (serial number: dmpxw0d8hp50). The returned heartmate touch tablet was attempted to be charged; however, the tablet did not accept charge and would not power on during testing. The unit was inspected, and no physical anomalies were observed. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Chapter 4 of the IFU ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use and how to turn on the tablet. The user is instructed to fully charge the heartmate touch tablet or plug in the power cable during set-up. Section 6 of the IFU describes how to care for, store, and clean all equipment, including the heartmate touch tablet. Chapter 1 of the IFU informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.